Manufacturer narrative:
The product was not returned and could not be evaluated. No root cause can be determined. The physician does not attribute the adverse to either the device of the procedure itself.

Event description:
Patient underwent rf ablation in 2007. The right greater saphenous vein and left anterior accessory vein were treated. A pulmonary embolus was detected during the 48hr post-op follow-up. Patient was prescribed warfarin.